Event description:
A non health professional reported that following surgery, the patient experienced driving at night and golfing is hard,. The clinical reason for explant was documented as the change in target. The intraocular lens (iol) was replaced with similar company lens. As a result, the intraocular lens (iol) was explanted 1 month, 11 days after the initial implant procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).